Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. The alarm indicates that the patient has drained greater than 200% of their maximum prescribed fill volume. This occurred while the patient was setting up the device and was not connected. The patient stated that they had only performed two cycles on the homechoice the previous evening and ended therapy during the second drain cycle. The technical services representative assisted the patient in clearing the alarm and starting therapy. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was originally manufactured on an unknown date in 1995. The device was not returned; therefore, an evaluation could not be performed. A service history review was conducted and there were no deviations found related to the maintenance of this device that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.